Event description:
It was reported, the flushing pumps had a faulty button (rubber bulb) on the water pump foot. The device had stopped bouncing back so the pump was out of use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the most probable cause of the findings is component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the flushing pumps had a faulty button (rubber bulb) on the water pump foot. The device had stopped bouncing back so the pump was out of use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.